Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 charged ,but did not fire using the defibrillation patches. They had to use the external paddle. The device was in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Although no harm was reported by the user, given the reported clinical scenario, the reported device event will be considered an adverse event because life-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 charged ,but did not fire using the defibrillation patches. They had to use the external paddle. The device was in clinical use at the time the issue was discovered. There was no reported patient impact/injury. Although no harm was reported by the user, given the reported clinical scenario, the reported device event will be considered an adverse event because life-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Evaluation results code, component code and conclusion code were corrected.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the dfm100 charged ,but did not fire using the defibrillation patches. They had to use the external paddle. The device was in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Although no harm was reported by the user, given the reported clinical scenario, the reported device event will be considered an adverse event because life-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that when trying to discharge, the device did not discharge. Device was in clinical use but no reported patient harm. Although no harm was reported by the user, given the reported clinical scenario, the reported device event will be considered an adverse event because life-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.